Event description:
It was reported that the patient can no longer hear with his device. No trauma or injury were reported. The external parts were checked. Testing shows that the device was malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.